Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display, unexpected restart error and external ram crc error noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone pump error was found in insulin pump. The blood glucose level was 166mg/dl . Unexpected restart was found in insulin pump . The insulin pump was got blank. The customer was revert to back up plan. The insulin pump will be returned for analysis.